Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench and powered on and off by itself. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the membrane switch assembly for further examination. Physio observed that the membrane switch panel had lands sc2 (2) and on/off (6) intermittently shorting. The shorted lands can cause the device to power on or off by itself unexpectedly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench and powered on and off by itself. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.